Manufacturer narrative:
The reported complaint of user advisory - ua16 (timeout moving to take-up position) on the autopulse platform ((B)(4)) was confirmed during device power on and archive data reviews. The investigation finding determined that the root cause of the reported issue was due to seized brake gap on the drivetrain motor. Unrelated to the reported complaint, damaged front enclosure cover was observed on the ap platform during visual inspection. This type of physical damage can occur due to normal wear and tear. The damaged front enclosure cover was replaced. The autopulse platform is a reusable device and was manufactured in october 2013. During archive data review, multiple occurrences of ua16 error message were observed on the date the event occurred. Thus, confirming the reported complaint. The initial functional testing of the ap platform could not be performed due to ua16 (timeout moving to take-up position) displayed upon powering on. Thus, confirming the reported complaint. To remedy the reported issue, the seized brake gap identified during service evaluation was unseized. The ap platform was then re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
As reported, during shift check, the user's autopulse platform ((B)(4)) displayed user advisory - ua16 (timeout moving to take-up position) error messages upon power-up. Users weren't able to clear the error message. No patient involvement.